Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false low or suppressed (no result generated) calcium (calc) results. Results were not reported out of the lab. When the issue was noticed, samples were rerun on a 2nd instrument in the lab. Those results were reported. Customer also stated that the electrolyte injection cup (eic) was overflowing. Quality control (qc) prior to the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and found and removed a clot in the eic. This resolved the issue. Fse verified instrument performance.

Manufacturer narrative:
Evaluation: results: fse removed a clot in the electrolyte injection cup.